Event description:
It was reported that the pump was exhibiting a "no disposable" alarm. Air was observed in the line. Per reporter troubleshooting attempts were unsuccessful. It was reported that the residual volume was 22.2 ml, the rate was 2.6 ml and 227.8 ml was given. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to either the cassette not being properly inserted or the cassette sensor not operating as intended. The most probable cause for air bubbles in the tubing is due to the air detector not being turned on in the settings and/or the instructions for use were not followed regarding priming the tubing to remove air bubbles from the fluid path, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).